Event description:
Customer reported a leak when using the coulter lh 780 hematology analyzer. The volume of the leak was about 10 ml and was not contained within the instrument. The customer was wearing personal protective equipment of lab coat, eye wear, and gloves at the time of the event. There were no reported operator injuries. There were no reports of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(6) 2013, the field service engineer (fse) evaluated the instrument and found that tubing had popped off the differential mixing chamber. The fse reattached the tubing and the instrument ran without any leaks. The repairs were verified per established procedures. Identification of the failure mode: the cause of the leak was that tubing popped off the differential mixing chamber. No erroneous results were generated for this event. Upon recur; the failure mode identified is likely to cause erroneous differential or reticulocyte test results due to improper flow to the differential mixing chamber. Evaluation of product labeling: per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).